Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03770. It was reported that patient's right lead had migrated. The migration was confirmed via x-rays. As a result, patient underwent surgical intervention where in the migrated lead was explanted and replaced. Therapy restored post-op. It is unknown which lead is liable so both leads are reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.